Event description:
It was reported that during the procedure, while unpackaging a 5.0x12 trek rx balloon dilatation catheter (bdc), it was noted that the compliance chart insert was labeled as a 3.0x18 size while the device itself and all other packaging components were labeled as a 5.0x12 trek rx with matching lot numbers. All packaging components had been confirmed to be unopened/sealed prior to opening them. As all other packaging components matched the device itself, the same 5.0x12 trek rx device was used to complete dilatation in the patient successfully. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The (B)(4) pouch and chipboard box labels were received; however, the device was not returned. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and packaging material was returned for analysis, which confirmed the difference in labeling between the device and the compliance chart. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported event for this lot. A review of the complaint handling database was performed and identified several similar events for this lot. A product issue was identified; continued assessment of this issue per site operating procedures is being performed. Corrective and preventative actions will be addressed per quality systems protocol. The performance of these devices will continue to be monitored.